Event description:
Information received via manufacturer representative indicates the hcp implanter dropped the ipg on the floor of the operating room, picked it up off of the or floor and proceeded to place it in hepa cleanser for 15 minutes, subsequently this same ipg was implanted in the patient. The device remains implanted and at the time of this event no adverse patient effects have been reported. A supplemental MDR follow-up report will be sent to FDA if addtional information becomes available.